Event description:
It was reported that this electrode was discovered to have dislodged from its original implant position after delivering multiple shocks to the patient. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. According to the field, the electrode was disposed of at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.